Event description:
The manufacturer received information alleging a ventilator's lcd screen malfunctioned. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd ribbon cable was found to be contaminated and was cleaned and reconnected to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue.